Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2017. Product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2017. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that serial number is the ins-patient is in diq. They stated the pain in their back that led to them being in the hospital was a different type of pain-was not related to the device. Patient clarified the battery being bad was a charging issue. They were able get it to connect but it no longer works. They could get it to connect and charge but since 4 weeks ago they cant get it to connect. No contributing factors were reported, just started to act goofy and quit working. Patient had their device checked out and the leads moved confirmed via imaging. Patient also stated the device wont charge anymore. Their last successful charge was about 1 month ago. Patient is going to meet with their healthcare provider (hcp) regarding their issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient's spouse reported that the patient was in pain for their back and they were "really bad off" with their implanted system. The caller reported that the patient went to a doctor for pain and they were doing injections and possible surgery but the doctor only wanted that as the last resort. The caller stated they thought the patient's "battery" is bad but it hadn't been 5 years and the caller stated they wouldn't replace it unless it had been 5 years. The caller stated they were told the battery "has to die" first. The caller stated they were trying to get a rep and a doctor for the patient but they couldn't find anyone. The caller stated the patient had been at the hospital for pain in their back and that it was really bad. Patient services offered to transfer the caller and patient to the scs team however the caller and patient declined. The patient in the background stated they didn't want to talk to anyone about their device at the moment.  Patient services reviewed with the caller to call patient se rvices back at a later date to request physician listings for the patient if needed. Please understand this caller was difficult to understand an patient services did their best to document the reported information. Documented reported event. No further action was taken by patient services. Redirected caller tp patient's healthcare provider (hcp).